Event description:
It was reported that noise on the rv lead was observed via a merlin transmission. The lead was capped and replaced during device upgrade on (B)(6) 2017. The patient was stable post procedure.